Manufacturer narrative:
Approximate age of device: 1 year and 2 months. Device evaluation: upon investigation of the returned pump, soft, thin biological linings which did not appear to be affecting blood flow through the conduits were present on the interior of the inlet tube at the proximal end and on the interior of the outflow graft attachment. A small, soft collapsed lining was present in the inflow graft. A soft tissue-like deposition was partially occluding the distal side of the inlet elbow. All of the observed depositions were soft, lacked lamination, lacked denaturing, and were lightly adhered to the pump surfaces. Although they appeared to have originated in the noted locations, a specific cause for their development, a duration in which they were present in the pump, and their effect on blood flow cannot be conclusively determined. Examination of the remaining pump surfaces did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a routine heart transplant. During the investigation of the returned pump, depositions were found in the conduits.